Event description:
It was reported that a pt underwent a pelivc floor repair procedure in 2007. On approx six months later, the pt complained of urinary urgency and was started on anti-cholinergic medication and topical vaginal estrogen therapy.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.